Event description:
Subsequent to the initial MDR, a correction is required. H6 code 18 missed on initial MDR.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Off-label/misuse statement. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation